Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump passed the rewind, basic occlusion, prime/compromised force sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Customer reported via phone call that the insulin pump had motor error. Customer blood glucose level was unknown. Customer was able to complete insulin pump rewind. Customer did not report motor position encoder error alarm. Motor error alarm reoccurred. Trouble shooting was performed. Displacement test and manual prime was successful and motor alarm did not reoccurred. The device will not be returned for analysis.